Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was revised due to migration, the device was not correctly anchored. The patient was received at the hospital with bruising on her breast-side area, pain, and discomfort. Subsequently, the s-ICD was repositioned inter-muscular with a kangaroo pouch to hold it in place, and the procedure was completed. This s-ICD remains in service and no additional adverse patient effects were reported.